Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned it was observed the non-olympus lamp used had low intensity, the video connector latch was worn out, causing poor connection with pigtails and dead battery was noted (not holding setting). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a diagnostic procedure, the light on the video system did not work, the light bulbs were changed but the light fid not stay bright. Upon inspection of the customer¿s returned device it was observed, the reported issue was confirmed due to use of a non-olympus bulb and a broken lamp a was noted. This report is being submitted for the malfunction found during evaluation. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a connector latch failure caused a poor connection with the pigtail and the unit did not light up. The root cause of the connector latch failure/poor connection could not be determined. Olympus will continue to monitor field performance for this device.